Event description:
The complaint/event involved a chemosafelock bag spike that was reportedly associated with an occlusion. There was no reported impact of the event on the patient nor the medical institution worker. During administration of an anti-cancer drug, the infusion pump alarmed for air bubbles several times. After removing the spike protector, the customer closely checked the device sample. No anomalies, such as damage or deformation, were observed. The sample was connected to their in-house kl-msu3 device (chemosafelock connecter) and a syringe, which was filled with water. The syringe plunger was not able to be pressed with high resistance sensed. Moreover, the syringe plunger was not able to be pulled. CT inspection was performed to check the components internally. The result recorded occlusion at the top surface of male taper. The reported issue was considered a production-origin issue, based on the customer's sample evaluation results. The issue was not detected prior to direct patient use, it was noted during infusion. The device was changed out/replaced with no further problems encountered. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required.

Manufacturer narrative:
A comparison of photos were provided by the customer, where a CT inspection of inside two samples are observed, and there was obstruction inside the fluid path was observed. One used sample list#: kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, there was no physical damage or anomalies observed. Only an anti-cancer drug solution residual was observed. No mating devices was returned for evaluation. The returned sample was tested and flow restriction was observed, the sample was cut and the presence of errant solvent was confirmed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during the assembly process of manufacturing. A DHR lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr lot#: 13798032, 13693574, 13634606. During the visual inspection, quality control detected pieces with excess solvent r1-1012 lot: 22-6252751, material assembled by both shifts. 14 units of part number: sub0000003 rev. 05 lot#:13693574 were reported with a missing component (spring r1-10440) on 7-27-2023. During routine inspection operator b1 fund flash on chemoport post seal, short.

Manufacturer narrative:
Investigation summary a comparison of photos were shared by the customer, where a CT inspection of inside 2 samples are observed, and a kind of obstruction inside the fluid path is observed. One (1) used sample list #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received no physical damage or anomalies were observed. Only a anti-cancer drug solution residual was observed. No mating devices was returned for evaluation. The returned sample was tested and flow restriction was observed, the sample was cut and the presence of errant solvent was confirmed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process in ensenada. A DHR lot and relevant commodities were reviewed, the following discrepancy was identified: lot#: 13798032, 13693574, 13634606 discrepancy: translation: "quality control detected pieces with excess solvent r1-1012 lot: 22-6252751, material assembled by both shifts." " (B)(4) units of part number sub0000003 rev. 05 lot #13693574 were reported with a missing component" "during routine inspection operator b1 fund flash on chemoport post seal, short."